Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic presented in clinic for a routine follow up. Upon interrogation of the pulse generator device, the atrial lead and right ventricular lead exhibited episodes of noise. The noise was not reproducible in clinic through isometrics. The right ventricular lead sensitivity was decreased and both leads were to be monitored for any changes. There were no consequences to the patient.

Manufacturer narrative:
Correction: (B)(4).